Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery jump malfunction was verified. The alleged battery hot to touch malfunction and fluctuating blood glucose events could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Tandem quality engineer evaluated pump data for the low blood glucose (bg) event and concluded the following: low bg levels were confirmed by continuous glucose monitor. User made bolus request without entering current bg. There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. Device not returned.

Event description:
It was reported that the battery got hot while charging. In addition, he customer reported the battery gauge jumped from 65% to 100% then back down to 65% without being connected to a power source. Review of the pump data logs by tandem technical support confirmed the battery fluctuations. The customer's blood glucose (bg) level was fluctuating between 68 and 244 (mg/dl). The customer was unsure of the fluctuating bg levels was due to the battery issues. Bolus via the pump was delivered to address the elevated bg level and carbohydrates were consumed to address low bg level. The customer confirmed that alternate insulin therapy was available.